Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed a torn shaft at the wrist of the monopolar cautery instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the insulation at the distal end of the instrument's main tube had scratches with its insulation removed. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.